Manufacturer narrative:
Investigation of instrument showed wires completely broken, therefore shorted at the generator, (male connector) side of the cable. It appears that the problem occurred due to user technique. User facility will be advised on proper user care and maintenance of hf cables.

Event description:
During a laparoscopic gall bladder procedure, the monopolar cable burnt in half and caught on fire. There was no patient injury and no complications occurred.